Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the same day of the implant, while the controller and carrying bag were prepared for the implant, the clip that secures the controller into the patient bag broke while trying to adjust the size.  The bag was replaced with a new one.  The patient was hospitalized at the time and was not going to be mobile for several days.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. It was reported that the carrying case's clip was broken. The carrying case was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged carrying case's clip can be attributed to wear over time or due to the handling of the device. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.